Event description:
It was reported PICC had been in use for 11 months. During the chemotherapy infusion nurse noticed spillage on the PICC dressing. Small drops of chemotherapy on patient's shirt which was removed. Skin on upper left arm where the PICC was and left side chest was contaminated, no discolouration was seen. As PICC was removed, small break was found on the PICC. Skin was cleaned with soapy water and PICC removed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.